Manufacturer narrative:
Investigation is ongoing . UDI #: (B)(4). This is one of two manufacturer reports being submitted for this case.

Event description:
During a transfemoral procedure, resistance was met during insertion of a 16f esheath into the patient. The tip of the sheath was approximately 1 cm below the aortic bifurcation. The sheath could not be advanced further, a decision was made to proceed with the case. The aortic annulus was crossed with standard wire and catheter combination. A safari wire was placed across annulus. A balloon valvuloplasty (bav) with an edwards bav catheter was performed. After removal of the bav catheter, a 29 mm sapien 3 placed on a commander delivery system and prepared to nominal volume was inserted into the 16f esheath. The valve was advanced out if the esheath and past the aortic bifurcation by approximately 2 cm when resistance was encountered. The valve could not be advanced further. Manipulations were attempted, but the valve could not be advanced. The valve was then aligned almost completely under high resistance. The valve could not be retracted into the 16f esheath. The decision was made to deploy the valve in the abdominal aorta at nominal volume. The inferior end of the valve at the outflow was not fully opened and a decision was made to remove the delivery system and insert the 25 mm bav catheter and dilate the outflow of the valve. After dilation of the outflow an aortogram was performed revealing extravasation near the right common iliac artery. The patient became hypotensive and an occlusion balloon was inserted and inflated in the abdominal aorta. A covered stent was deployed in the right common iliac artery an extravasation continued. An endograft and limb was inserted from the right common femoral artery through the 29 mm sapien and was deployed. An endograft limb was inserted and deployed from the left femoral artery. An aortogram was performed revealing no further extravasation. The femoral sheaths were removed and the arteriotomies were closed. The patient was stable and was transferred for post management care. The patient¿s minimum luminal diameter (mld) measured 8.7mm by 10.2mm. The vessel was moderately calcified, and the vessel was severely tortuous. Per report, perceived root cause of the event potential aorto-ilio anatomical issues.

Manufacturer narrative:
Correction: the information on h10 of manufacturer report no. 2015691-2019-01923 for follow up 2 belongs to related manufacturer report no. 2015691-2019-01926.  Correct h10: the commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed major flex tip gouges. The 3mensio report was provided and imagery revealed calcification, tortuosity and vessel size of patient¿s access vessels and abdominal aorta. Dimensional testing was not performed due to the nature of the complaint. Functional testing was performed, and the flex wheel was used with no abnormalities observed. During manufacturing, the device and its components are inspected/tested a number of times. During flex tip assembly and bonding the devices are inspected. The balloons are inspected using unaided eye for damage. The devices are inspected for contamination and visual defects. Per procedure, during final inspection the crimp balloon is inspected for inner diameter, wall thickness and any impurities. Per procedure, the flex angle, gap distance and guidewire inspected. During final inspection, the device is visually inspected distal to proximal. In addition, functional product verification (pv) testing is performed for visual damage, device insertion and find adjustment verification. During the pv testing, the device is fully flexed multiple times and verified to be functional after a total of several articulations since device assembly.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that could have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint. A review of the complaint history from june 2018 to may 2019 revealed other returned complaints for the commander delivery system (all models). However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The complaints were related to patient and/or procedural factors. A review of complaint history revealed that the occurrence rate did not exceed the may 2019 control limit for all the trend categories. The IFU for edwards commander delivery system, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure.  The training manual provides guidance on tracking over the aortic arch: ensure the edwards logo is facing up on the delivery system, use 30 degree and 40 degree lao to provide view of the aortic arch, slowly rotate the flex wheel away from you while tracking over the aortic arch, (note: the delivery system articulates in direction opposite from the flush port), do not overflex while tracking over aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel and ensure edwards logo faces upwards throughout flexing and tracking. In addition, the training manual provides instructions for thv retrieval through the sheath: the thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely un-flexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the tip,  ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not re-use the sheath, thv or delivery system once thv is retrieved. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop advance the thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.  No IFU or training deficiencies were identified. The complaints were unable to be confirmed. No manufacturing non-conformances were identified in the returned device. A review of manufacturing mitigations supported that the device has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training material deficiencies were identified. Based on the provided imagery and complaint description, tortuosity and calcification were both present in patients access vessel. Difficulty tracking the delivery system through the vasculature may be due to anatomical factors. Tortuosity could have caused non-coaxial alignment of the valve with the delivery system causing interaction of the valve struts with calcification in the abdominal aorta upon exiting the sheath. The major flex tip gouges on the returned device are evidence of high push force and non-coaxial alignment of the valve with the flex tip. If the valve and flex tip were non-coaxial, it is likely that this misalignment made it difficult to retract the valve through the sheath. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long-term effects are not completely understood. In this case, it is possible that patient factors (calcification/tortuosity) may have contributed to the reported event. The exact root cause is unable to be conclusively determined. No labeling inadequacies or manufacturing non-conformances were identified during evaluation. As no manufacturing nonconformances were identified and the complaint rates did not exceed the respective control limits; therefore, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2019-01926.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause iliac artery rupture cannot be determined; however, it may be related to procedural/patient factors (manipulation of the devices and aorto-ilio anatomical issues) there was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.